Event description:
The facility reported a pump with a stop button that does not work. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "stop button does not work" was confirmed. Inspection of the pump revealed the "stop button does not work" was caused by a defective pump head module (phm) keypad. The phm keypad was replaced on the pump to correct this condition.